Event description:
A hospital in (B)(6) reported that during a procedure for a distal radius fracture the surgeon placed variable angle locking screws through a guide block. As he attempted to lock the first screw with a driver with torque limiter, the screw penetrated the plate. The surgeon placed and locked the remaining screws and was then able to lock the first. The plate and all screws remain in the patient. (B)(4).

Manufacturer narrative:
Additional narrative: note: this report is to retract the initial report previously submitted. This report is a duplicate of manufacturers report 8030965-2013-02453 submitted (B)(4) 2013. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.